Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2017-04712, reference MFR report: 1627487-2017-04714. It was reported (B)(6) the patient experienced a significant spasm while in x-ray. The patient was fully oriented upon examination and scs system diagnostics were normal. The patient alleged receiving overstimulation sensations down both legs with pain shooting up his upper back and arm. The patient also described feeling a warm sensation at ipg site and pain at the lead sites which occurs with stimulation turned on and off. A representative met with the patient for diagnostic testing. All contacts were within normal impedance range and the system was operating as intended. X-rays confirmed the leads were still in proper position to capture targeted pain areas. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention where the entire scs system was removed.